Manufacturer narrative:
The anchor is dislocated due to a severe bend in the stainless steel shaft. The implant and shaft appears to have met with a solid surface. The recommended prep device was used. It may be possible that the bone condition was more dense than expected or the prep hole was shallow. No root cause related to the manufacturing of this device can be established. The complaint was visually verified; however, the exact root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a shoulder procedure, the footprint anchor broke while tapping with mallet into the awl prepped site. The anchor was completely removed from the patient. A backup device was utilized in the same bone hole to complete the procedure. No patient injury or complications were reported.